Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of abdominal pain and peritonitis; which warranted hospitalization and antibiotic therapy. Per the pdrn, the events were unrelated to the utilization of any fresenius device(s) or product(s), as the cause of the peritonitis was attributed to touch contamination. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events, as there is no allegation or objective evidence indicating a fresenius device or product deficiency caused or contributed to the serious adverse event(s) experienced by the patient. Furthermore, the patient continues to utilize the same liberty cycler without any reported issues or allegations of machine malfunction or deficiency.

Event description:
It was reported that a peritoneal dialysis (pd) patient stated being no longer on pd because of peritonitis and switching to hemodialysis (hd). Per the peritoneal dialysis registered nurse (pdrn), it was due to contamination and not related to a fresenius product. The pdrn requested the patient pd account to be deactivated. Upon follow up, the pdrn stated the patient was hospitalized from (B)(6) 2019 through (B)(6) 2019 for abdominal pain and was diagnosed with peritonitis. The pdrn reported the patient¿s peritoneal effluent fluid cultures returned positive for gram-negative bacilli, and a cell-count revealed an elevated white blood cell (wbc) count (value not provided). The patient was treated with intraperitoneal (ip) antibiotics (dosages, frequency, drugs and durations not provided). The pdrn stated the cause of the peritonitis was touch contamination; however, no further details were provided. During the hospitalization, the patient approached the nephrologist and requested to return to hemodialysis (hd) therapy. Subsequently the patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided) and an hd catheter (not a fresenius product) was surgically placed. Since discharge, the patient has been undergoing outpatient hd therapy without issue. The pdrn stated the events were unrelated to the utilization of the liberty select cycler, liberty cycler set and/or any fresenius device(s), drug(s) or product(s). The pdrn declined providing the patient¿s date-of-birth. Patient has been undergoing pd therapy for 3 months. Past medical history for the patient includes: end stage renal disease (esrd), anemia, hypertension, wegener¿s disease. Medications for the patient includes: epogen, vitamin d3, bumex, prednisone, gabapentin, coreg, clonazepam, spironolactone, ameride, astavida. Pd orders include 1.5%, 2.5% and 4.25% delflex, fill volume = 2000 ml, 5 exchanges, no last fill, no daytime exchange. The request for the patient¿s discharge summary, peritoneal effluent cultures and cell count records was declined.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.